Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: three (03) actual devices and three (03) photographs of the samples were provided for evaluation. Visual inspection of the photos revealed an apparent leakage in the outer pouch of the products. However, visual inspection of the returned samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing using tap water was performed, and leaks were verified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, it was most likely due to inadequate or a lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process, causing an incorrect bonding. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (03) exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. This was noticed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (add code), h11. H4: the lot was manufactured between june 10, 2024 and june 11, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.